Manufacturer narrative:
The sensor was returned and evaluated by the supplier. A review of quality records found that the component met all manufacturing and quality testing/inspection specifications prior to distribution. After the sensor was balanced, the device passed assl electronic, noise, linearity/hysteresis, and signla drift tests. There was a bend in the catheter material 38.4 cm from the tip; however this did not appear to affect the functionality of the device. Based on their evaluation, the supplier was unable to confirm the reported issue. The sensor functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). PMA/510 (k) # of product code 826631: k914479. Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, a microsensor after 5 days showed very high incorrect values. It was removed and replaced by a evd. Per affiliate, no adverse reported.

Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information was provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It was previously reported that the device would not be returned. Subsequently, the device was provided for evaluation. Upon completion of the investigation, a follow-up report will be submited.